Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states the meter was sending blood glucose levels to their pump but not releasing insulin to him for a bolus. The customer's blood glucose level had been as high as 597mg/dl. The customer was advised to reach out to bayer regarding meter issues.